Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the test strips were sticky. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient

Manufacturer narrative:
The 510 (k) is k093745.device evaluation=lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation confirmed the alleged issue.